Event description:
It was reported by the customer's spouse, that the customer had low blood glucose levels of 37mg/dl. The customer treated with glucose tablets and food. Troubleshooting occured. The customer stated that they are around xray machines. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.